Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after implant, the patient experienced recurrence of hernia, mesh was bunched up, bulge in the right lower abdomen, increasing pain, thick dense scar tissue and adhesions. Post-operative patient treatment included additional invasive procedures and removal surgery.